Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the facility. The fse replaced with damaged connector and verified the equipment according to original equipment manufacturer's instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "* accumulated stress over time which caused the connector to get loose * unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the grey connector piece on her olympus endoscope reprocessor had snapped off. There was no patient involvement during this event.

Manufacturer narrative:
Following the initial reported event, an olympus field service engineer (fse) was dispatched to the user¿s facility to inspect the device. Once there, the fse replaced the damaged grey connector piece and confirmed that the unit was back to the instructions for use (IFU) standard. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.